Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the pin head of the control handle was broken. The pin head is used to help the control handle stable. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Based on the result of evaluation we have considered as a possible cause of this case that the strong force was applied to the handle and the pin head was damaged. In addition, the physician used the subject device without being aware and the pin head broke off.

Event description:
The subject device was used during an uncertain procedure. The handle part of the device was failed. There was no patient injury reported.